Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was rebooted unexpectedly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system encountered unexpected reboot. A field service engineer found that the main full-height drawer 5 pocket a1 had failed, causing the station to log the user out. The engineer logged into the hardware test application, opened all lids, released all pockets, cleaned out debris from underneath the pockets, reseated the pockets, and shut the station down. Fse then reseated the row board cables, removed the back panel, reseated the cables at the back of the drawer, replaced the drawer controller board, tested the system in the hardware test application, and restarted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.